Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-sep-2019 with the following findings: a review of the pump black box showed that according to the pump history, the pump was in use until (B)(6) 2019; all pump history and black box data has been overwritten due to continues use. The available pump history and black box did not support any evidence of am pm issues. Investigation basal duration test did not duplicate am pm issue. A time date was found to reset to default settings after a power on reset due to an internal clock battery failure on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the time and date were incorrect; the time setting read a.m. Instead of p.m. There was no indication that the product caused or contributed to an adverse event.